Manufacturer narrative:
It was confirmed that the stylus and cursor did not align on the display screen. It was additionally found that there was liquid ingress in to the programmer, and corrosion associated with it. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's cursor and stylus were not aligned on the display screen. The programmer has been returned to service. There was no patient involvement.